Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, there was nothing pressing the button. The customer¿s blood glucose level was 220 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.